Event description:
It was reported that the patient presented at follow up with recorded episodes of inappropriate automatic mode switch. Further evaluation revealed that the episodes were caused by over-sensed noise exhibited by the right atrial lead. The patient was scheduled for lead replacement. During the procedure visible insulation damage was observed on both the right atrial and right ventricular leads. Both leads were explanted and replaced. The patient was stable.